Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported by a physician that the pt was interrogated and the normal mode stimulation had been disabled. Follow-up from the physician indicated that the pt's output was found to be at 0 ma on (B)(6) 2011. As the pt had not been having any seizures with the device disabled, it was left this way. The pt then came back to the office on (B)(6) 2011, and he was still not having any seizures. A review of the programming history with the physician revealed that on (B)(6) 2011 a generator diagnostic test had been performed, and no final interrogation was made afterward to detect the disabled settings. The next visit was then the (B)(6) 2011 date.